Manufacturer narrative:
An internal biomérieux investigation was performed and concluded the following: conclusion on the system: vitek ms instrument fine-tuning criteria did not meet specification during the tests performed on 17sep2018. The "all peaks" average is under the limit. The system has been fine-tuned on 09-oct-2018. The customer's spot preparation quality seems to be good. The "all peaks number" from the calibrator strain is quite homogeneous - it can be extrapolated to sample spot preparation. Nevertheless, as the identification issue involves molds, there is a minor effect of spot preparation as liquid is added on the spot at the end of the mold protocol. Conclusion on the identification: the strains were not submitted by the customer for the investigation. For isolates 2 and isolate 4, as there was no indication regarding the species name, it is not possible to conclude on the expected identification. Even if several species from penicillium genus and alternaria alternate are included in the vitek ms kb v3.0, it could be another species which is not included. In this case, there is a system limitation mentioned in the kb user manual (ref 161150-556-b): "testing of species not found in the database may result in an unidentified result or a misidentification." For isolate 3, by reprocessing the data we obtained "file unreadable," meaning that the acquisition failed, no spectra was acquired. This was most likely linked to a sample preparation issue (not enough proteins collected and/or extracted). Regarding the collection step, biomérieux recommendation is to collect a circle of 1 to 2 cm diameter of molds using wet swab. Suspected cause of the issue : non-optimal fine tuning, user error (issue during the molds sample preparation protocol), species out of the knowledge base (no information regarding the species name).

Event description:
A customer from (B)(6) notified biomérieux of misidentification results when testing mold samples with the vitek® ms instrument. The issue was noted during demonstration of a mold extraction kit by a biomérieux field application specialist. Vitek ms results were as follows: isolate 1 was correctly identified as trichophyton interdigitale. Isolate 2 : (same sample tested three times): vitek ms result = 3 x single choice to aspergillus flavius/oryzea, expected identification = penicillium spp (species name is unknown). Isolate 3 : (same sample tested three times): vitek ms result = 3 x no identification, expected identification = trichophyton schoenleinii. Isolate 4 : (same sample tested three times): vitek ms result = 3 x no identification, expected identification = alternaria spp (species name is unknown). The strains tested by the customer came from (B)(6). The reference method used is not known. As there is no patient associated with this testing, there is no adverse event related to any patient's state of health.

Manufacturer narrative:
An internal investigation was performed for the misidentification of four mold samples with the vitek® ms instrument. Biomérieux analyzed the data provided from the tests performed: conclusion on the system: the system was not operational during the tests made on (B)(6) 2018, the "all peaks" average is under the limit. The system has been fine-tuned on 09oct 2018. The spot preparation quality seemed to be good. The "all peaks number" from the calibrator strain was quite homogeneous - it can be extrapolated to sample spot preparation. Nevertheless, as the identification issue involved molds, there is a minor effect of spot preparation as liquid is added on the spot at the end of the mold protocol. Conclusion on the identification: for isolate 1 (lab ids (B)(6)), there was no issue for this isolate. For isolate 2 (lab ids (B)(6)) and isolate 4 (lab ids (B)(6)), as there was no indication regarding the species name it is not possible to conclude on the expected identification. Even if several species from penicillium genus and alternaria alternate are included in the vitek ms kb v3.0, it could be another species which is not included. In this case, there is a system limitation mentioned in the kb user manual (ref (B)(4)): "testing of species not found in the database may result in an unidentified result or a misidentification. For isolate 3 (lab ids (B)(6)), by reprocessing the data we obtained "file unreadable", it means that the acquisition failed, no spectra was acquired. This is most likely linked to a sample preparation issue (not enough proteins collected and/or extracted). Regarding the collection step, biomérieux recommendation is to collect a circle of 1 to 2 cm diameter of molds using wet swab. Suspected cause of the issue : non optimal fine tuning. User error (issue during the molds sample preparation protocol). Species out of the knowledge base (no information regarding the species name).